Event description:
On may 8, 2008 the lay user/patient contacted lifescan (canada) alleging a power issue with her onetouch ultra meter. The medical affairs specialist classifying this complaint based on the customer service representative's (csr) documentation since the csr was unable to reach the patient for follow-up questions. The patient stated that the power issue first occurred in 2007 and the meter was losing power "regularly on a weekly basis." She claimed there was no misuse of the product and the batteries were replaced per the owner's manual: the last time the patient replaced the battery was "one week ago." The day before the call to lfs (the day prior to original date at 5:45pm), the patient's meter was not powering on and she had to call the ambulance. It is unknown if the patient was symptomatic when the meter failed to power on. The patient's blood glucose on the ambulance's meter was "18.6 mmol/l" (335 mg/dl) and she was treated with humalog and humulin (unspecified dosages). It would have been helpful to obtain the following information: the patient's usual testing frequency, what her diabetes medication regimen is, and if the patient had a backup meter when the reported meter did not power on. It would also be helpful to know information regarding her activity levels, meals, meter readings, and medications prior to the "18.6 mmol/l" result and why she called the ambulance. Before the reported power issue (before event date), the patient reportedly had symptoms of shaky and feeling confused on unspecified dates/times. She also stated she had increased her insulin dosages from 4-8 units to 8-12 units for an unspecified reason. It would also be helpful to know if the patient tested on her meter while she was experiencing the reported symptoms (shaky and confusion) and how her symptoms were treated. During troubleshooting, the csr noted that the battery contact was corroded. Replacement products were sent to the patient. Based on the provided information, although it was reported that the patient's symptoms started before the power issue began, this complaint is being reported because of the following conclusions: the patient was reportedly treated for hyperglycemia by emergency services on the day prior to original date, after the meter would not power on and the power issue was not resolved with troubleshooting. It is unclear why readings suggestive of hyperglycemia were obtained by emergency services despite the reported increase in insulin dosage by the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.